Event description:
It was reported that the patient received inappropriate shock from the implantable cardioverter defibrillator (ICD). The patient's cardiovascular medication was changed to address the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.